Manufacturer narrative:
This is 1 of 2 reports (1st MDR). D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. H4 ¿ manufacturing date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. This device was used as part of stryker research & development simulated use testing in challenge silicone models with zion team members, designed and selected the models to test the limits of subject guidewire. Subject guidewire had proximal bond joint break. The guidewire remained intact and did not separate into parts. Please note that these silicone models have extreme tortuosity and are designed to test the edge of failure of the guidewire devices. The device was not returned. It is probable that the guidewire was fractured as a result of the extreme testing conditions that it was exposed to during simulation use testing with the intent of testing the device to the edge of failure. An assignable cause of use error will be assigned to the reported event of 'guidewire broken/fractured during use' as the intent of the testing was to test the device to the edge of failure.

Event description:
It was reported that during testing in challenge silicone models, the proximal bond joint of the subject guidewire broke. The subject guidewire remained intact and did not separate into parts. No additional information is available.

Event description:
It was reported that during testing in challenge silicone models, the proximal bond joint of the subject guidewire broke. The subject guidewire remained intact and did not separate into parts. No additional information is available.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR).